Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (gablofen) 2000mcg/ml, dose not reported, via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included dwarfism and heart surgery in (B)(6) . The patient was admitted through the ER (emergency room) on (B)(6) 2015 with symptoms of overdose. The pump was turned down and the patient returned to baseline, with some spasticity. The patient complained of increased spasticity after her pump replacement in (B)(6) . The managing physician had been increasing her pump to attempt to improve the spasticity, the patient responded well. Her last increase was 10-11 days prior to her admission to the hospital for suspected overdoes. On her last refill her reservoir volumes matched up exactly as too what they were supposed to be. A catheter dye study was performed today to rule out any obvious catheter problems. The catheter was easily aspirated and dye was injected and confirmed no leaks or disconnections and confirmed it is clearly delivering intrathecally. The patient is going to be increased by 5% today and titration a will be carefully monitored and conservative. Medical management of any other factors that could be contributing to spasticity. The issue was not resolved as of the time of the report. No surgical intervention occurred or was planned. The patient's status at the time of the report was alive, no injury.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare professional on (B)(6) 2016 and it was reported that the cause for the patient¿s symptoms of overdose was that dose titration was completed too aggressively. The intrathecal dose was decreased and the patient¿s somnolence resolved.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the patient had issues with increased spasticity status post pump replacement in (B)(6) 2015. The patient¿s rate was slowly titrated up from 751.8 mcg/day to 966 mcg/day on (B)(6) 2015; the titration occurred over 4 different increases in that 2-3 month period. The last rate increase was on (B)(6) 2015 and on (B)(6) 2015 the patient present to the ed (emergency department) with somnolence. The cause of the increased spasticity was not determined. The patient¿s rate was turned down to 741.8 mcg/day and the somnolence resolved, but the spasticity returned.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.